Manufacturer narrative:
On february 8, 2022, mentor received additional information that indicated that the patient's capsular contractures began two weeks after having the implants and it has gotten worse over the past year. The patient also has been to the emergency room a couple of times. The breasts were characterized with hard squeezing, shooting pain from breast to armpit and one side bulging out to armpit. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 650 cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii/IV, post-operatively. The left breast was reported to be completely hardened, like a hard ball, squeezes constantly in pain. The patient has taken singulair, vitamin e, green tea extract for months, antibiotics, and ultrasound treatment. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On october 1, 2024, mentor received additional information indicating the patient's current conditions. The patient was diagnosed, via two mammograms, CT scan, ultrasound, and MRI, with capsular contractures with internal breast implant ruptures. The patient is taking unspecified pain medications for the capsular contractures. The patient also reported being in the emergency room for twenty times in the part two years. The pain is so bad it is raising her hear pressure. Date of explantation is still pending.